Event description:
It was reported that the system image processor computer does not boot, which would cause a loss of live fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.